Manufacturer narrative:
Investigation summary with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of blood in sheath and leak. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. Device history record review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis it was indicated that the faradrive sheath was disposed; therefore, a technical analysis of the complaint device could not be completed. Labeling review based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Review of the IFU confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review a risk review performed for the faradrive device confirmed that the event of blood in sheath and leak are a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Event description:
It was reported that during an atrial fibrillation procedure to treat an atrial fibrillation and atypical flutter, a farawave catheter was inserted into a faradrive sheath. After removing the catheter from the sheath, the sheath valve was leaking blood. No air observed in the sheath. The sheath was replaced and the procedure was completed successfully without patient complications.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation procedure to treat an atrial fibrillation and atypical flutter, a farawave catheter was inserted into a faradrive sheath. After removing the catheter from the sheath, the sheath valve was leaking blood. No air observed in the sheath. The sheath was replaced and the procedure was completed successfully without patient complications.